Event description:
Needle stick injury. Facility coordinator called to report two separate needlestick injuries. Both individuals (school nurses) were assisting patients with the removal of the shields, their fingers were stuck by the needle protruding from the reshielded needles. (Both needles had been used previously). 1st individual sought medical treatment. Received a hep b titer and had follow up blood work for hep c and hiv exposure. 2nd individual consulted their doctor and doctor recommended hbig, however, when checking the student immunization records, discovered student had been immunized. Coordinator was not sure what if anything else medically was done.